Event description:
It was reported that a user experienced hyperglycemia while using the ilet system with a contact detach infusion set placed on the abdomen and a dexcom cgm, with the highest cgm value of 260 mg/dl confirmed by glucometer for approximately three hours; the user indicated entering a breakfast meal announcement that was smaller than consumed, categorized as an incorrect procedure related to meal announcements and user interface use. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem associated with failure to follow instructions for accurate meal entry, involving the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error. Thank you for the prompt and clear information.